Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, the t2 of the fast fix failed to secure at the meniscus. The procedure was completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5 and e1: event description and facility address updated.

Event description:
It was reported that during a meniscus repair, the t2 of the fast fix failed to secure at the meniscus. The ts were removed with tension devices. The procedure was completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Additional information: h6: health effect - impact code. H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection of the device showed it was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were not returned. The actuator is in the pre-t1/post-t2 position. A functional evaluation of the device showed that it cycled as intended. An evaluation of the customer provided image shows the device laying on the s+n box with the batch number of the complaint on the label. The t1/t2/suture are missing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an application of excessive force during the knot reduction or deployment of the implants prior to reaching the backside of the meniscus. No containment or corrective actions are recommended at this time.